Event description:
Additional information received from reporter on 30-aug-2024, for mw5158800. On friday, 8-16-24 I mailed a medtronic product defect complaint to your office, with copies to several other entities. You should have received that complaint on monday, 8-19-24. An interesting and unexpected development (described herein) occurred in this matter today. As such, I hereby request that you set my complaint aside for 30 days, and that you take no action on my complaint if you have not already done so...or, alternatively, that you suspend any action you might have already taken in this matter for the next 30 days. In what was a complete surprise to me, I received an e-mail message yesterday (8-20-24) from medtronic neuroscience in minneapolis advising me that the brand new, never used implanted battery recharging parts for my spinal cord stimulator...which I have repeatedly requested...were on the way to me by fed ex overnight delivery. Those parts arrived this morning - and they are, in fact, brand new/never used. I don't know if this totally unexpected result was just coincidence - or if it occurred from very prompt action on my complaint. It doesn't matter to me - because my stimulator is up & running again, with brand new implanted battery recharging parts - which is the result I desired. I encountered some difficulties in getting the new controller programmed, so I e-mailed (B)(4) (two of my local medtronic reps.) (B)(4) called me within 30 minutes after I sent my message. He walked me through the steps required to get my implanted battery recharged, which was a little tricky because it has been dead for just over 2 weeks. It took 2½ hours in total to do the first recharge with these new parts - not an unexpected result considering my implanted battery was totally dead. There were no problems of any sort during this recharge. Once my implanted battery was fully recharged the prior settings were all correct (they transferred from the implanted battery to the new controller automatically.) One small controller glitch occurred after this first recharge was completed - but I'm certain it is something that is easily fixed. I'll work on this small remaining issue with (B)(4) either tomorrow or friday (or even next week), since it doesn't have to be resolved immediately. When I turned the stimulation on after recharging my implanted battery I felt the stimulation instantly - which told me the three implanted parts of my spinal cord stimulator system are intact and functioning correctly - as I have suspected all along. It might take a few days to re-establish the 30-35% pain control I was getting from my stimulator previously - which is not a problem from my perspective. Once my stimulator-provided pain control returns to where it was previously, (B)(4) and I will see if we can get a better result with additional adjustments. Medtronic has agreed to a "30-day implanted battery recharging test period with these new parts." If I don't encounter any further (or new) implanted battery recharging problems by september 18, 2024 I will update this matter once again on that day...and at that point I will withdraw my complaint. If we encounter any small glitches between now and 9-18-24, I'm confident that (B)(4) and I can get those glitches worked out quickly and amicably.

Event description:
My implanted spinal cord stimulatory battery went completely dead at ± 6:00 pm on monday, (B)(6) 2024...and I am unable to recharge it. My controller battery is fully charged - and keeping it recharged (from a 110-volt wall outlet) is not a problem now, nor has that ever been a problem. When my implanted battery went completely dead on (B)(6) 2024, I immediately lost the ± 30-35% pain control it was providing. Two days later, on wednesday, (B)(6) 2024, my primary care physician changed my chronic pain control meds to overcome the± 30-35% pain control loss the stimulator was previously providing. While the new pain control meds are working as intended, they are also creating an issue I didn't have previously - but which I must deal with now as well. As of today, mr. (B)(4) (medtronic's chairman/ceo) has not responded to the 14-page letter (dated (B)(6) 2024 - included with the other documents I am providing you today) I sent him on (B)(6) 2024...nor have I heard anything from anyone else at medtronic's corporate office. Likewise, the last time I heard from (B)(4) (one of the four local medtronic reps involved in my situation, either directly or tangentially) was on monday, (B)(6) 2024 at 12:13 pm...via a 62-word e­ mail reply message...that did not propose (or offer) the definitive solution to my problem. I am submitting this complaint as an ordinary layman and as a multi-state-licensed health care professional - for 47 consecutive years - with no strikes or complaints of any sort against any of my licenses - and no malpractice actions in 47 years either. Rx drug use only - including any otc products specifically recommended by my various medical providers.